Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). For product information received. Depuy synthes has been informed that the lot number is not available.

Event description:
The attune impactor broke in half.

Manufacturer narrative:
The device associated with this report was not returned. Per the initial report, the device was discarded. Expert opinion indicates that the failures are associated with environmental stress cracking (esc). Based on recommendation from polymer supplier, the fb tibial impactor has been annealed to reduce residual stresses. Lab tests indicate significant reduction in residual stresses of annealed samples in comparison to un-annealed samples. The annealed product was released in march, 2013. The complaint shall be closed with an unjustified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.